Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had symptoms of their blood glucose levels such as nausea, vomiting, abdominal pain and difficulty breathing. Customer's current blood glucose value was 174 mg/dl and the blood glucose was 600 mg/dl at the time of incident. Troubleshooting was performed. The customer was hospitalized. The blood glucose value when admitted to hospital was too high. The customer complained about diabetic ketoacidosis. The customer wearing the pump at time of hospitalization. Drive support cap appears normal. Customer reports insulin exited at the qr. Customer wishes to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer could not perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was returned for analysis.

Manufacturer narrative:
The insulin pump had all operating currents within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed functional test including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. It was also programmed with test glucose meter, it communicated properly and recorded the value properly from glucose meter. The device functioned properly during testing. It was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.